Event description:
Procedure: urological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Reason for mesh implantation: grade 4 cystocele procedure (s) performed: laparoscopic sacrocolpopexy postoperative complications: stress urinary incontinence, urinary tract infection (uti) with hematuria, frequency, urgency with dysuria, lower abdomen discomfort, pain in bladder, severe urgency, occasionally doesn¿t empty bladder well, feels like bladder is falling out, occasional bladder infections - grade 4 cystocele, grade 4 enterocele/abscess/phlegmon/fistula. Cystocele midline, interstitial cystitis, urinary frequency, irritable bowel syndrome (ibs), chronic constipation enterocele repair with anterior elevate, first additional implant (elevate) surgery: (B)(6) 2011: underwent cystocele repair and enterocele repair with anterior elevate mesh graft for cystocele and enterocele under general anesthesia complications post first additional implant surgery: (B)(6) 2012 - (B)(6) 2012: pain in bladder, urinary urgency and frequency - microscopic hematuria, cystocele midline, erosion of mesh into vagina, urgency incontinence - first mesh revision (pelvicol) surgery: (B)(6) 2012: underwent cystoscopy, cystotomy, excision of intravaginal and intravesical mesh and omental graft placement under general anesthesia for vaginal mesh erosion. Following mesh revision surgery patient had developed serious complications like frequency, abdomen pain, erosion of mesh/foreign body in vulva/anterior wall of vagina, cystocele midline, recurrent uti with possible soft tissue infection, right lower quadrant (rlq) pain and tenderness, pain in bladder and 2-3 times nocturia, hematuria underwent the following additional surgeries: (B)(6) 2012: interventional surgery: underwent cystoscopy, removal of double j stents for mesh erosion into the bladder (anesthesia type not available); (B)(6) 2014: second mesh revision (anterior elevate) surgery: underwent cystoscopy, removal of tiny bladder calculus and excision of vaginal mesh under general anesthesia for extrusion of vaginal mass.